Event description:
Neobar was found by this registered nurse (rn) to be peeling off of the patient's face. Resource rn, charge rn and neonate nurse practitioner (nnp) called to bedside. Neobar was replaced by registered respiratory therapist (rrt) and nnp for the second time within less than 4 hours.